Manufacturer narrative:
Correction on the h1 field from malfunction to serious injury. Additional information d10: date device returned on 09/16/2019. Additional information from visual inspection of returned device revealed that the crimped balloon was torn and the balloon wings were flared out. The delivery was returned with full loader assembly on flex shaft, and was partially inserted through the sheath. The valve was returned inside a jar.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction: concomitant medical products: changed from no to yes returned on 09/16/2019. The delivery system was returned inserted through the full loader assembly and partially inserted through the sheath. No imagery was provided by the site. Visual inspection of the returned device revealed the crimp balloon was torn proximal to the inflation balloon/crimp balloon (I/c) bond, the balloon wings were flared out, the inflation balloon was bunched and wrinkled, scratches were observed on the proximal end of the sheath. Dimension inspection revealed the double wall thickness was within specification. Due to the condition of the returned device no functional testing could be conducted. A device history record (DHR) review did not reveal any manufacturing related issues that would have been related to the complaint. A review of the lot history revealed no additional complaints for balloon incorrect shape or delivery system withdrawal difficulty from valve; an additional complaint was found for balloon torn, but no manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (withdrawal difficulty, residual fluid) may have contributed to the similar complaint. A review of the complaint history revealed the occurrence rate did not exceed the monthly control limits for the applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed, and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon incorrect shape and delivery system withdrawal difficulty were unable to be confirmed; however, the complaint for balloon torn was able to be confirmed. No manufacturing non-conformances were identified. A review of the DHR, lot history, and complaint history indicated there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Furthermore, review of the manufacturing mitigations suggests that the delivery system has proper inspections in place to detect issues related to the reported event. As the profile of the balloon is unable to be seen under fluoroscopy, the reported bulge was likely a result of residual fluid (containing contrast) left in the balloon after device preparation. After inserting the delivery system through the sheath, the residual fluid could potentially shift to the proximal end of the balloon resulting in the reported bulge. If the balloon profile changed due to the residual fluid, then it is likely that there would be difficulty withdrawing the delivery system through the anatomy. Additionally, scratches seen on the sheath indicate that calcification may have present. Calcification can create a challenging pathway during delivery system retrieval. As such, it is likely that excessive force was used to remove the delivery system, resulting in the torn crimp balloon. Withdrawal difficulties encountered during device retrieval may result in separation of the crimp balloon and inflation balloon. Available information suggests that patient (calcification) and/or procedural factors (excess fluid, excess retrieval force) may have contributed to the complaint events. However, without further imagery, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessment, corrective or preventative actions are required. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented by edwards lifesciences in a product risk assessment.

Manufacturer narrative:
Correction: device not returned to manufacturer changed from checked to unchecked. The device was received on 09/16/2019 and the device evaluation is underway.

Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The occurrence rate did not exceed the july 2019 control limit for the applicable trend category. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander delivery system was 100% inspected. During the final inspection the commander delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon incorrect shape, was unable to be confirmed due to the device and relevant photographs not being returned for evaluation. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. Furthermore, a review of manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was the source of the complaint. Based on the DHR and lot history there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Review of the IFU/training manuals revealed no deficiencies. As the profile of the balloon is unable to be seen under fluoroscopy, the reported bulge was likely a result of residual fluid (containing contrast) left in the balloon after device preparation. After inserting the delivery system through the sheath, the residual fluid could potentially shift to the proximal end of the balloon resulting in the reported bulge. However, without appropriate imagery or a returned device, engineering is unable to visually inspect and test the condition of the inflation balloon and/or crimp balloon and therefore is unable to confirm the complaint. A definite root cause is unable to be determined at this time. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the events were likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable tend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, immediately after a 26mm sapien 3 valve and delivery system were pushed out of the sheath, fluoroscopy showed an usual bulge on the proximal part of the balloon. The physician felt it was not safe to position and deploy the valve. The decision was made to remove the entire system. The valve and delivery system were pulled back to the common iliac artery. A vascular surgeon was contacted, and a cut down was performed to remove the entire system. The procedure was completed with a new 26mm sapien 3 valve ad delivery system. The patient did extremely well post procedure. The second valve remains implanted in the patient. The delivery system and valve will be returned for evaluation.